Event description:
It was reported during an implant procedure, set screw would not tighten. The device was not implanted and another ICD was used. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a set screw anomaly was not confirmed in the laboratory. The device was tested on the bench and the set screw issue could not be reproduced. The cause of the field event could not be determined.